Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that she was experiencing an inaccurate low issue with her one touch ultramini meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 10:30 am. The patient reported fasting blood glucose results of '241 mg/dl' with the lifescan meter and '139 mg/dl' on a laboratory device, performed within 10 minutes of each other. Between the tests, there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs's criteria for accuracy. The patient stated that she manages her diabetes with pills diet and/or exercise and due to the alleged issue she denied making any changes to her usual treatment or developing any symptoms. In response to the glucose result (unknown which result she based her treatment on), at 10:35 am, the patient reportedly self treated with 4 additional units of insulin for a total of 10u of 75/25. The patient denied developing any symptoms due to the alleged issue. Per the documentation, at an unknown time, the patient reported taking 2 glucose tabs to correct insulin taken, after returning from the laboratory for some an unknown reason. There was no other device available at the time of concern. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and a correct sample site. Replacement products were sent to the patient. The patient's product has been returned and evaluated by lfs product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. Pa analysis found that the complaint was not confirmed. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly needed to treat with glucose tabs to correct for the insulin administered after the alleged meter issue began.

Manufacturer narrative:
Device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4) 2011 the meter was tested and no faults were found. On (B)(4) 2011 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.